Event description:
It was reported that the rigid video scope had a cracked lens. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was not a clear conclusion to the cause. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.